Event description:
It was reported that a resident was being transferred from a chair to the bed. The facility's certified nursing assistant reported that the sling clips separated from the hanger bar assembly and the resident slid down out of the sling and hit her head, causing a laceration. Resident was checked and transported the hospital. There she received treatment and staples to close the laceration. She was released and returned to the facility.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.